Manufacturer narrative:
The device was not returned for analysis as it remains within the patient. Attempts have been made to obtain additional information; however, no response has been received. Once additional information is available or the device has been received a supplemental report will be submitted.

Event description:
Medtronic received report that during an arteriovenous malformation (avm) pial (cerebral) procedure, the hyperform balloon failed to deflate. It was reported that the physician attempted to deflate the balloon with a syringe; however the balloon did not deflate. After several attempts, the x-pedion guidewire was removed from the lumen of the balloon but this also failed to deflate the device. The physician decided to leave the catheter in its current location and complete the procedure. The device was reported to remain inside the patient. The patient is alive with injury and is symptomatic (no specific details provided).